Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that lead dislodgment was observed. The lead was explanted and replaced.

Event description:
New information received notes that the patient was stable throughout the explant procedure and was discharged to home the same day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the device implant procedure, loss of capture was observed on the left ventricular (lv) lead. Programming change was made to disable the lv lead. The patient was stable before, during and after the procedure.